Event description:
The user facility reported "debris" was found on instrument packs retrieved from the amsco 400 sterilizer. The customer reported patient cases were cancelled due to the issue identified. No injuries or adverse patient effects were reported. Instruments were reprocessed before use in patient procedures.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the sterilizer and found debris between the instrument pan and instrument packing wrap. The technician inspected all sterilizer steam filters and strainers and did not identify any source of debris. The equipment was found to be operational and was returned to service. As the equipment was not identified as the source of the debris, there is a potential the objects are entering the sterilizer through the instrument wrapping and/or trays prior to sterilization. The amsco 400 operator manual (6-3) states, "before sterilization, all materials must be thoroughly cleaned... Important: refer to section 4, techniques of sterilization, for additional information regarding pack preparation, loading and placement." A steris account manager will offer in-service training to the user facility to ensure all materials and instrument wraps are properly cleaned and inspected before placement in the amsco 400 sterilizer. The unit was installed in august 2014 and is currently under steris warranty. No further issues have been reported.